Manufacturer narrative:
MFR# 2916596-2023-01580 covers the investigation for the patient's admission in february. Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 lvas IFU is currently available. The IFU lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient experienced symptoms of palpitations and shortness of breath at the time of the event. No treatment was rendered as the event resolve on its own. The patient had a history of arrhythmia and an implantable cardio defibrillator (ICD) was implanted prior to the lvad.

Event description:
It was reported that on (B)(6) 2022 the patient developed sustained supraventricular arrhythmia, which was treated with cardioversion. On (B)(6) the patient was readmitted for arrhythmia and discharged on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacture's investigation is complete.